Event description:
I am a staff, rn in ICU at a level 2 trauma center in xxxxxxxxx. We use bbraun infusomat IV pumps and tubing in the whole hospital. Our employee as well as the hospital chain are apparently aware of numerous safety concerns with both the pumps and the IV tubing. I am writing to you today to hopefully prevent a sentinel event from happening. For example, xxx ((B)(6) healthcare) and xxxxxx medical center have advised the nursing staff not to use the pump's secondary (piggyback) program. We have been advised to physically clamp the primary tubing, program the primary for under the total amount of the secondary bag, and hopefully return when the secondary bag is infused and unclamp and follow the primary fluid to run. The recommendation was made due to concerns and observations that the back flow valve is faulty. Thus, the faulty tubing would allow the secondary bag to backflow into the primary fluid bag. Our facility has made numerous upgrades to both the pump itself and the software. The upgrades include, but not limited to, the following: installation of a larger clip catch on the drop down front case to prevent free flow of medications and a battery "bumper pad" to prevent the pump from suddenly shutting off because the battery was not maintaining a connection to the charger. I would like to share two recent events that occurred in the ICU where I work. My pt was on an esmolol gtt near the maximum dose for our facility. The pump read error code 2130 and shut off. Luckily, I was in the pt's room and luckily I had an extra pump in the room. I was able to program the other pump and re-start the esmolol gtt within five minutes. The other event happened on night shift with a diprivan gtt. The pump was programmed correctly per the rn and the rn hung a new 100 ml bottle of diprivan at the beginning of the shift. When the rn went to clear the pump at the end of this shift, the 100 ml bottle was almost empty but the total volume infused per the IV pump was significantly less and the pt was hypotensive during the shift. Please investigate these serious pt safety concerns. I believe that everyday that I work I am using a defective device. (B)(6). (B)(6).